Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and sleep current measurement test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm on 11/28/2024 12:47:29.000 bolus, 11/28/2024 13:19:47.000 bolus, 11/29/2024 06:45:47.000 bolus, 11/29/2024 06:55:51.000 bolus and 11/29/2024 07:05:49.000 bolus in pump downloaded history during bolus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alerts/alarms/anomalies noted during testing. No alarms/alerts/anomalies were found on adapt on nov 28, 2024 or two days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and cracked case-corner of belt clip rails. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. No current code/category not confirmed. No unexpected alarms/alert/anomalies noted during testing. No device problem found confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm and the pump was not working. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-242a, mmt-1884. Troubleshooting was performed. The customer has tried all remedies or does not want to troubleshoot recurring alarms. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-242a. The customer would discontinue to use of the device, mmt-1884 was requested and the customer response was the device would be returned.